Event description:
Boston scientific received information that this pulse generator in association with the non-bsc transvenous pacing lead oversensed noise leading to pacemaker inhibition of unknown duration. It was noted that the pacing lead was split with bi-polar for pacing and unipolar for sensing. The lead parameters were changed to totally bi-polar setting, and then r-waves could not be sensed. The patient experienced symptoms of lightheadedness and dizziness. The patient was also noted as having a very slow underlying rate.

Manufacturer narrative:
The boston scientific technical services consultant suggested a chest x-ray be done to rule out possible lead dislodgment and to do other troubleshooting to determine optimal sensitivity. The local area sales representative was not able to elicit anything in office follow-up through provocation and the electrocardiogram (egm) looked clean. Sensitivity re-programming was suggested, but the rep wasn't able to due to normal low r waves around 1 (so sensitivity programmed to 0.5 bipolar). It was noted that the patient used an electric blanket a lot, and the consultant suggested the electric blanket be brought in to the office to do interrogation to prove emi interference with the device (although the consultant also stated this was highly unlikely). Possibility of a lead issue remained, although there was no evidence of such given the normal lead impedance, and negative provocation by isometrics and limb manipulation. The source of noise remains unknown.

Event description:
Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.